Event description:
A report was received stating that a patient had a pocket revision due to discomfort from the initial placement of the precision system. The battery was moved two lead extentions were added. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.